Manufacturer narrative:
(B)(4).

Event description:
Per complaint email received from dm: zilver vena broke while being deployed. "She was intubated and I ended up bringing her back and putting in an atrium and another zilver vena (this time deployed by me) to traps the fractured portion. I am not sure how stable the system is but I didn't hear anything overnight from them (she's intubated in ICU so I can't assess pain reliably)." Device was being used for svc syndrome. Patient underwent additional device placement after the difficulty occurred. Patient expired. Please provide a contact person for this report. (B)(6). Will this be reported to a regulatory agency by the facility? No. Is any account action needed (credit, no charge replacement, letter)? Uncertain - explanation letter would be nice; I suppose a credit would also be nice since I ended up needing to deploy a second zilver vena and an atrium. Are any patient demographics available? 79f with newly diagnosed small cell cancer and large suprahilar mass lesion. What procedure was being performed? Svc stenting for svc syndrome. Is anything going to be available to be returned? I believe the packaging may be available. I took a picture and sent it to (B)(6) already. Where was the access site? Right ijv. What was the patient¿s anatomy? I.e. Scarred, tortuous, calcified, etc. Severely compressed svc due to a large suprahilar mass lesion. What was the target location for the stent? Svc was the target location severely calcified or tortuous? It does not appear severely calcified or tortuous on CT - it is narrowed due to tumour. Was the device flushed prior to use? Yes. Were there any difficulties deploying the stent? No, the run of it being deployed is saved . Was the stent fully deployed before removing the delivery system from the patient? Yes. What other devices were used in the procedure? During the initial procedure, after delivery/deployment of the svc stent, due to suboptimal expansion, we did gently balloon to 8 mm, however the stent fracture is evident on the angiographic runs/images obtained prior to any balloon angioplasty. Please provide manufacturer, model, brand, and size if possible. Cook zilver vena (16 mm x 100 mm) - venous self-expanding stent; lot number: c1606975. (B)(6), I've sent you the picture of this information. Is more needed? Were any additional procedures necessary as a result of this event? Yes. First procedure occurred with unremarkable deployment of the svc stent in satisfactory position (at 1119); at 1120, initial angiographic run looked reasonable. However, repeat angiography at 1125 to determine if balloon angioplasty was needed showed deformity of the stent and that the caudal margin of the stent now appeared to extend to the cephalad margin of the right atrium. We did gently balloon just to 8 mm. At this point, we decided to leave things as they were - wires were removed within catheters so as not to catch any interstices. After completion of the procedure, when reviewing the images, I noted that the caudal margin of the stent had migrated but the cephalad margin of the stent was unchanged in position. Further scrutiny of the images confirmed that the stent had fractured. We recalled the patient - initial angiographic runs and images confirmed that the stent was fractured. Two irs scrubbed in and achieved through and through access from right ijv and right cfv. A covered 12 mm x 61 mm atrium stent was deployed across the fractured portion of the stent and post dilated to 14 mm. I subsequently also deployed a new zilver vena 16 x 100 mm stent to try and trap the majority of the fractured stent. Of note, the fractured stent extends approximately 2 cm caudal to the edge of the newly deployed stent. Can any photos, images, or reports of the procedure or device be provided? Only intraprocedural images - I will have to confirm with the hospital administration if I can provide these. Was the stent eventually deployed? Yes - fracture occurred within 5 minutes of the stent being deployed. Was pre-dilatation conducted before stent deployment? No. Was the handle pulled toward the hub while the delivery system remained stationary during deployment? No.

Manufacturer narrative:
D2) nio stent, iliac. D2b) product code: qan. PMA/510(k) #: p200023. Device evaluation: note: a quantity of 2 has been applied to this complaint to account for the second vena stent used in a subsequent procedure as this device was also used off label. The zvt7-35-80-16-10.0 device of lot number: c1606975 involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review prior to distribution zvt7-35-80-16-10.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zvt7-35-80-16-10.0 of lot number: c1606975 did not reveal any discrepancies that could have contributed to this complaint issue. It should be noted that the instructions for use (ifu0047-5) states the following: intended use: the zilver vena venous stent is intended for use in the iliofemoral veins for the treatment of symptomatic venous outflow obstruction. There is evidence to suggest the user did not follow the instructions for use. The intended target location for this stent was the internal jugular vein. Placement of the vena stent in the internal jugular vein is off label use (ref: (B)(4) request for input from clinical and ic: patient death, possible off-label/user error). Root cause review: a definitive root cause of off labe use was identified from the available information. The zilver vena venous stent is intended for use in the iliofemoral veins. The device was placed in the internal jugular vein. It is not possible to state how the device will perform when used outside of its validated state. Also, the information provided suggests that there may have been a large suprahilar mass compressing the vessel which may have contributed to the fracturing of the stent. Summary: the complaint is confirmed based on customer testimony. According to the initial report the patient underwent an additional procedure for device placement. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report being submitted due to the investigation being completed on 30-apr-2021.